Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 8 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with another bioprosthetic valve due to severe insufficiency. No additional adverse patient effects were reported.